Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the patient was burned on the inner thigh during a mini arc sling procedure. It was further reported that the burn to the patient was noticed in the recovery room by the recovery room nurse, but at the time it occurred, it was not observed by the operating room staff. It was further reported that after looking at the drapes, a burn mark was noticed and the lightcable had burnt through the drape and then burned the inner thigh of the patient. A company representative checked the functionality of the lightsource and believed that the lightsource operated as specified.